Event description:
It was reported that as few days post implant, the patient presented to the emergency room with shortness of breath. An echocardiogram showed that there was a pericardial effusion. A computerized tomography scan and x-ray did not indicate an atrial or right ventricular (rv) lead perforation; however a perforation was suspected. It was noted that the atrial lead was undersensing atrial fibrillation (af) so the sensitivity was reprogrammed. The effusion was tapped resulting in approximately 1 liter of fluid. Both the atrial and rv leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).